Manufacturer narrative:
The device was evaluated by zoll canada for reports of "short detected" messages. This message is generated when patient impedance is abnormally low (<15 ohms), indicating a potential electrical short in the patient circuit and activating a built-in safety feature that inhibits charging and shock delivery. Review of device logs confirmed instances of "short detected" messages followed by normal self-tests. Functional defibrillation testing was performed with no discrepancies identified. The device was determined to be operating within specifications, and the observed behavior is consistent with expected device performance. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.